Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported right side rupture diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified brown particles on the shell, one extended opening on the anterior and is underweight. A microscopic analysis was performed which identified one opening sharp on the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the anterior assessed as unidentified (tear) opening.

Event description:
Physician reported right side rupture diagnosed by ultrasound. Device has been explanted.